Event description:
It was reported that during the procedure in an unspecified vessel, a non-abbott catheter became caught on the guide wire. The non-abbott catheter was exchanged with a promus stent delivery system which also became caught on the guide wire. The guide wire is thought to be a balance middleweight. The procedure was completed using a non-abbott stent delivery system. The guide wire was exchanged for an unspecified guide wire and a non-abbott stent was deployed to complete the procedure. There was no adverse patient effect and no significant clinical delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 15 mm promus referenced is being filed under a separate medwatch report. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.